Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02221 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure on the left kidney performed on (B)(6), 2010 ((B)(6) old, female patient). According to the complainant, after ablating at full power (150 watts) for 15 minutes roll off had not occurred and the impedance had not increased. The physician set the machine to 150 watts and began another 15 minute ablation. However, after 15 minutes the impedance had not increased and the system timed out as expected. At this time, the decision was made to halt treatment on the 2.4cm lesion. When the grounding pads were removed, red lines, 3cm wide and approximately 6-9cm in length, were present above the pads on each thigh. The physician noted that the reddening appeared to be a mild burn. The account further added that during treatment the pads were checked regularly and no heat was emanating from them. Additionally, no visible issues were identified with the electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The account reported that the patient was discharged home the next day with no burns at all. No treatment had been applied to the areas of reddening and this is now being considered an unusual physiological response to the ablation. The current condition of the patient was reported as fine.

Manufacturer narrative:
Patient identifier and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02221 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure on the left kidney performed on (B) (6) 2010 ((B) (6), female patient). According to the complainant, after ablating at full power (150 watts) for 15 minutes roll off had not occurred and the impedance had not increased. The physician set the machine to 150 watts and began another 15 minute ablation. However, after 15 minutes the impedance had not increased and the system timed out as expected. At this time, the decision was made to halt treatment on the 2.4cm lesion. When the grounding pads were removed, red lines, 3cm wide and approximately 6-9cm in length, were present above the pads on each thigh. The physician noted that the reddening appeared to be a mild burn. The account further added that during treatment the pads were checked regularly and no heat was emanating from them. Additionally, no visible issues were identified with the electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The account reported that the patient was discharged home the next day with no burns at all. No treatment had been applied to the areas of reddening and this is now being considered an unusual physiological response to the ablation. The current condition of the patient was reported as fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).